Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation reviewed the calibration performed and qc data; the results were within specifications. The investigation reviewed the alarm trace; multiple sample clots, sample short, and sample foam alarms were noted. The number of sample clot alarms is consistent with a sample quality issue. The investigation reviewed the images from the analyzer's sample foam detection (sfd) camera: for sample 1, a floating particle was present in the patient sample. For sample 2, tiny particles and impurities were present in the patient sample. For sample 3, a light film was present in the patient sample. For sample 4, film and fibrin strands were present in the patient sample. For sample 5, film and particles were present in the patient sample. For sample 6, tiny particles were present in the patient sample. For sample 7, a light film was present in the patient sample. For sample 8, small white particles were present in the patient sample. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from multiple patient samples tested on cobas e 801 analytical unit. The reporter provided the following patient samples with discrepant results: on (B)(6) 2024: sample 1 the initial result was not reported outside the laboratory as it did not match the patient's clinical diagnosis. The initial result was 419.0 ng/l. The first repeat result was <3 ng/ml. The second repeat result was <3 ng/ml. The third repeat result was <3 ng/ml. This result was reported. On (B)(6) 2024: sample 2: the initial result was 89.1 ng/l. The repeat result was 4 ng/l. Sample 3: the initial result was 59.6 ng/l. The repeat result was 5.3 ng/l. This was the final reported result. Sample 4: the initial result was 15.4 ng/l. The repeat result was 8.35/8.5 ng/l. On (B)(6) 2024: sample 5: the initial result was 176 ng/l. The repeat result was <3 ng/l. The reporter corrected the centrifugation conditions. The issue was not resolved and new questionable results were reported. On (B)(6) 2024: sample 6 the initial result was 45.3 ng/l. The repeat result was 3.51 ng/l. Sample 7 the initial result was 50.9 ng/l. The repeat result was 3.48 ng/l. Reported on (B)(6) 2024: sample 8 the initial result was 39.4 ng/l. The repeat result was 5.1 ng/l. Reported on (B)(6) 2024: sample 9 the initial result was 27.5 ng/l. The first repeat result was 96.4 ng/l. The second repeat result was 26.4 ng/ml. The field applications specialist inspected the patient samples before they were run. The issue was not resolved and new questionable results were reported. On (B)(6) 2024: sample 10 the initial result was 50.9 ng/l. The repeat result was 3.5 ng/l. Sample 11 the initial result was 27.5 ng/l. The first repeat result was 96.4 ng/l. The second repeat result was 26.4 ng/l. The third repeat result was 30.5 ng/l.

Manufacturer narrative:
The investigation reviewed the customer's handling of patient samples and determined the customer was not following the tube manufacturer's instructions. A general reagent problem was not present because the qc before the event was within range and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined the event was consistent with a preanalytic issue at the customer site (incorrect centrifugation conditions; particles in some patient samples). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.